Event description:
Becton dickinson "bd oral dispensing syringe 1 ml clear with tip cap" ref (B)(4) lot# 2020057. Bags of 100. Roughly half of several bags we have in stock contain syringes that will accept a needle. They all have "for oral use only" stamped on them. The rest are the correct product that has a larger tip that will not accept a needle. When I compare them to "bd" 1ml syringe tuberculin slip tip" ref (B)(4) they are identical except for the oral use only warning. This has a risk of an oral product being administered intravenously that could cause severe harm or death. I have contacted the MFR, but have not heard back from them yet. There has been no harm to a pt and we are sorting out the incorrect product.